Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01169. During a clinic follow-up, a loss of sensing was observed on the right atrial (ra) lead and an increase in the pacing impedance was observed on the right ventricular (rv) lead. The ra and rv leads were explanted and replaced to resolve the event. Following explant, insulation damage was confirmed with diagnostic imaging on both the ra and rv leads. The patient was stable and will continue to be monitored.